Event description:
During a laparoscopic appendectomy procedure, the instrument was difficult to close and did not fire properly. No add'l info is available.

Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.